Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was asymptomatic, until she self-treated with insulin. Fifteen minutes after injecting it she started sweating and shaking. She immediately got apple juice and chocolate. After that she no longer knows what happened because she lost consciousness for 6 hours. The patient stated that when her daughter arrived to her house she was found lying under the desk around 02:30pm. When her daughter checked the dexcom app - there was no reading. The sensor reportedly might have dislodged due to the event but was still on her arm. An ambulance was called, and by the time the paramedics arrived the patient was choking on her tongue. When a fingerstick was taken the blood glucose reading was 30 mg/dl. The patient did not remember any treatment that was given. The patient stayed in the hospital for 3 days. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation data investigation could not confirm the allegation. However, it was noted in connection with the allegation that the app delivered all urgent low soon and urgent low alerts as expected, per specifications and patient settings. The urgent low soon alert was set to vibrate only. An urgent low alert was acknowledged at 02:14 pm, which snoozed the alert for 30 minutes. At 02:44 pm, the app delivered an urgent low alert with egvs low (less than 40 mg/dl). Then the app experienced temporary sensor error for over one hour, which alerted after the default 20-minute threshold. Finally, the sensor failed at 04:24 pm, and the app delivered sensor failed alerts increasing to 100 percent volume until the alert was acknowledged at 05:18 pm on may 30, 2025. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.